Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked connector, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the lead wire's tensile strength. The results of the complaint investigation did not reveal any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances that would affect patient risk as defined in the risk management file. The complaint code and evaluation code are monitored through the trending process; corrective action is determined, as needed, through this process. No preventive, corrective or field safety corrective action is required. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review for the same batch: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. Review of the device¿s risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
See h11.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Batch statement: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the web did not detach despite several attempts. The procedure was completed with a new web. The patient outcome was reported to be stable.